Event description:
Ous MDR - home monitoring alerted clinic of a vf episode. Patient came in for provocative testing where inappropriate vf was detected again. Physician decided to explant this device and replace it.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for about 36 months and 17 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the ventricular as well as the far-field channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. As of today, the lead under complaint is not available for analysis, therefore the investigation is based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided x-ray movies. The provided x-ray movies were analyzed revealing multiple bends of the lead in the implanted state which might have contributed to an increased stress level. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. In summary, the ICD was fully functional and did not show any indication of a device malfunction. In spite of the available information and the detailed analysis, no definite conclusion can be drawn regarding the root cause of the clinical observation. However, the integrity of the lead cannot be assured. An analysis of the lead would be necessary for a root cause investigation.